Event description:
Explant after approximately 9 years due to stenosis / calcification. Implant was reportedly in 1999. No further information is unknown at this time.

Manufacturer narrative:
Device not returned.